Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(4) to bbm in (B)(6) for investigation. A f/u report will be provided after the inspection results are available. We have informed our MFR accordingly. Reviewed the device history record and there were no such defects encountered during in process inspection and final control inspection. (B)(4).

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): fast flow.